Event description:
On (B)(6) 2010, pt reported difficulty removing the introductory needle after inserting the infusion headset. Pt stated once the needle was removed, it was bent upward and there was a little angle to it. Pt reported no resistance was felt when inserting the headset and the area does not have scar tissue or irritation. Had pt remove cannula and insert a new headset. Pt reported there was a "small, small amount of blood" at the infusion site and blood in the removed cannula. Pt stated he was able to insert the new headset without difficulty. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.